Event description:
It was reported that this pacemaker exhibited a drop in battery levels between follow-up checks, from 6 years remaining to 3.5 years in a span of less than 6 months. Another analysis 3 months later showed 3 years remaining. An analysis of the device data was requested and a premature battery depletion was confirmed. The patient was checked every 3 months to monitor the battery. The patient underwent a surgical intervention to remove the pacemaker and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that this pacemaker exhibited a drop in battery levels between follow-up checks, from 6 years remaining to 3.5 years in a span of less than 6 months. Another analysis 3 months later showed 3 years remaining. An analysis of the device data was requested and a premature battery depletion was confirmed. The patient was checked every 3 months to monitor the battery. The patient underwent a surgical intervention to remove the pacemaker and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a drop in battery levels between follow-up checks, from 6 years remaining to 3.5 years in a span of less than 6 months. An analysis of the device data was requested, and a premature battery depletion was confirmed. The device remains in service, but boston scientific technical services (ts) recommended replacing the device. No adverse patient effects were reported.